Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had pump error software error detected. Customer blood glucose level was 390 mg/dl at the time of incident and current blood glucose level was 301 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with manual injection. Customer experienced symptoms such as tired, loss of appetite, because of high blood glucose. Customer was using auto mode feature. Customer not alleging that the insulin pump was under delivering. High pressure test was performed and failed pump error software error detected reoccurred. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No pump error was noted during testing; however, pump error (filenumber = 603, linenumber = 6950) is found in the pump history file due to a software anomaly.